Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery alarm, battery out limit alarm or blank display noted. Unit passed self test and audio tone/beep functioned properly. Unit passed delivery accuracy test. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 14 mg/dl at the time of the incident. The customer got 3 no delivery alarms and changed sets 3 times and took a manual injection of 2 units and the next morning ended up low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer has had several issues since (B)(6) with battery, blank display, and delivery issues. On (B)(6) 2017, their blood glucose was 468 mg/dl and they changed sites, which dropped their levels to 329 mg/dl after an hour. Customer is concerned about the lack of failed battery or suspend confirmation alarms from the pump . The insulin pump will be returned for analysis.